Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching in the 60 mg/dl range. Reportedly, the customer's continuous blood glucose monitor (cgm) read a high blood glucose level, so customer delivered a correction bolus. Customer checked their blood glucose level with their blood glucose meter, and their bg was actually 86 mg/dl. Customer was transferred to cgm manufacturer to troubleshoot their cgm discrepancy. Customer drank juice to stabilize bg levels.